Event description:
On (B)(6) 2009, the patient reported that insulin was coming out of the bottom of her insulin cartridge. She stated the "o rings did not look right. It made it look like the bottom was coming loose." To troubleshoot, the patient was instructed to turn her infusion device upside down to see if insulin had spilled into the cartridge chamber. The patient indicated an insignificant amount of insulin came out. She used cotton swabs and a tissue to clean out the chamber. The patient was instructed to fill another cartridge and insert it, which she successfully did. The new cartridge did not leak. Further attempts to follow up with the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.